Event description:
The customer reported a shift below mean for quality control (qc) level 2 and 3 results on two access 2 immunoassay systems for the free total thyroxine (frt3) assay. The exact date of this event is unknown. Instrument system checks performed prior to this event met established specifications. The customer recalibrated the assay with a new reagent and calibrator lot. Subsequently, quality control results recovered close to the customer's established specifications. The customer indicated that no erroneous frt3 results were released during the timeframe of this event; hence there was no death, serious injury or modification to patient impact associated or attributed to this event. This report is associated with one of the two access 2 immunoassay systems involved in this event, serial number (B)(4).

Manufacturer narrative:
Service was not dispatched for this event. The issue was resolved by customer instrument recalibration activities. A definitive root cause could not be determined for this event to date. The mdrs associated with this event include: 2122870-2011-01911, 2122870-2011-01912.